Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported low vacuum during a cataract with intraocular lens implant procedure. The surgeon tried to trouble shoot by increasing the vacuum and also by changing to another surgeon's settings, without resolution. The system was exchanged to complete the case. There was no patient impact.